Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had low oxygen flow. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/repair the device. A third party service provider found the mentioned problem and performed oxygen sensor calibration to address the issue. The ventilator was reported to be in working condition.